Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Functional testing was not able to be performed on the returned ar-5025b-26 due to the damage to the device. Upon visual evaluation, the screw broke atone of the twists and the broken pieces were not returned. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion. Refer to investigation photos.

Event description:
It was reported that during a bone loss a fracture management surgery the screw socket has been damaged. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.